Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, repeated error c-34 appeared on the integrated electrosurgical unit (iesu). An intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to perform a power cycle of the iesu; however, the issue persisted. The tse explained to the customer that they could use the external force triad generator. The customer continued the procedure without using monopolar energy and was going to switch to the force triad generator if available. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on, and the system initialized without errors. The customer indicated that the procedure had been in progress for about an hour and a half when the issue occurred. The procedure was completed with the force triad generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. The unit was returned for failure analysis and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode.